Event description:
Customer reportedly obtained results of 330mg/dl, 227mg/dl, 522mg/dl, and 217mg/dl on the advantage sys within 10 mins. No treatment info provided. No adverse event reported. Requested return of suspect sys and replaced was sent.